Event description:
The pt was scanned with the synergy body coil placed around the pelvic area positioned with the feet first into the magnet. Immediately after the examination a second degree burn appeared on the arm at the location of the coil cable.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption number, (B)(4) to submit one FDA form 3500a to satisfy both the importer (B)(4) and manufacturer (B)(4) for the same event. (B)(4).